Event description:
The procedure was to embolize foru pedicles of a brain fistula. On the third pedicle treated, and while injecting nbca embolic glue, the physician observed that it was taking longer than expected for the glue to exit the catheter tip. Via angiography, it was determined that there was an unanticipated ica occlusion with the nbca glue. The patient had a stroke. Angiography injections prior to the glue injection were uneventful. Due to the tortuous anatomy, a guidewire had to be used for access to each pedicle. A guide catheter could not be used due to the anatomy of the patient.